Event description:
The pt was admitted to the hospital with dka on (B)(6) 2010. The pt reports waking up and not feeling well, but did not check her blood glucose level or for ketones and did not look at the pump the entire day. She reports not using any insulin at all. The pt reports not eating anything for the entire day. The pt transported herself to the ER after not feeling well. At the hospital the staff found that the pump had no power. A rechargeable battery was found in the pump.

Manufacturer narrative:
The pt was using a rechargeable battery in the pump. The user guide instructs the pt not to use rechargeable batteries with the pump. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed.